Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced recurrent infusion set leakage from site events with in past 2-3 weeks on (B)(6) 2024. The patient recently delivered a baby and infusion set was in use for 1 day. No further information available.